Manufacturer narrative:
An opened/used enlite sensor was inspected and bicarbonate buffer test was performed. The sensor passed with accurate readings.

Event description:
The customer called and reported her blood glucose was 319 mg/dl, while her sensor was giving a reading of 106 mg/dl. During troubleshooting, several pairs of sensor glucose versus blood glucose measurement averaged a 63.9 percent difference. Insertion and calibration issues were discussed. At the end of the call, customer's blood glucose was 263 mg/dl and the sensor was reading 119 mg/dl. On (B)(6) 2014, customer called back and reported experiencing high blood glucose of 444 mg/dl, the sensor readings were way off, and her insulin pump was indicated her blood glucose was low. The customer treated for high blood glucose with the insulin pump and stated she was aware of why her blood glucose was high. Upon removing the sensor, it was found the cannula was slightly bent. Customer was advised the sensor would be replaced and agreed to return the product for analysis.